Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: does the surgeon believe that the post-op issues mentioned in the article are related to an alleged deficiency of an ethicon device? There is no information whether the post-op issues are related to an alleged deficiency of an ethicon devices.

Event description:
It was reported via a journal article: title: billroth I gastroduodenostomy using a hemi-double stapling technique. Authors: yoshiyuki kuwabara, md, noriyuki shinoda, md, atsushi sato, md, masahiro kimura, md, hideyuki ishiguro, md, hironori sugiura, md, tadashi tanaka, md, takuya ando, md, yasushi fujii, md, yoshitaka fujii, md. Citation: j am coll surg 2004 april; 198(4):670-672. Doi:10.1016/j.jamcollsurg.2003.11.016. This article describes the results of 221 patients undergoing distal gastrectomy with billroth I anastomosis, using the authors¿ modified hemi-double stapling technique to reduce anastomotic stenosis or bleeding. For the surgical technique, the proximal stomach is transected using a 90mm linear stapler (tl90). A curved intraluminal stapler [cdh 33mm or 29mm], proximate ils is used for the end-to-end gastroduodenostomy. On average, 4-5 stitches of 3-0 vicryl are placed for hemostasis. The opening of the gastric remnant is closed using a linear stapler. Additional seromuscular sutures with 3-0 coated vicryl are used to cover the staple line and the anastomotic line. Eversion of the anastomosis was performed in 209 patients. Among these, almost all patients had hemorrhage from the gastroduodenal staple line. The bleeding was sometimes pulsatile and 4-5 sutures were usually required for hemostasis. None of these patients experienced postoperative bleeding. Two patients who didn¿t have eversion of the anastomosis line had postoperative bleeding from the anastomosis line. One required blood transfusion, but both patients recovered without reoperation. None of the 221 patients had anastomotic leakage or stenosis, and all were discharged with satisfactory oral food intake.